Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this brady lead was detached from the device and was pulled from subcutaneous. Patient was referred to the clinic. This brady lead remain implanted. No adverse patient effects were reported.